Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A provided photograph has been reviewed and is presumably the explanted devices within biohazard packaging. The devices themselves are not visible and the photo does not at all aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation and medical records received. Litigation alleges that patient still continues to have pain, severe tinnitus and discomfort after first revision. After review of medical records, there is no 2nd revision reported. Doi: (B)(6) 2008 (cup, stem). Doi: (B)(6) 2021 (liner, head). Dor: none reported. Right hip.